Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 3 bursts of inappropriate anti-tachycardia pacing (atp) and several inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). This led to therapy exhaustion. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.